Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few days following a pocket revision for wound maintenance, the device began beeping as a result of a battery depletion error. Boston scientific technical services (ts) indicated this could be an inaccurate error as a result of a longe telemetry session from the revision. No adverse patient effects were reported.